Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external equipment. It was reported that pt had issues charging the controller. Patient had plugged the controller in on thursday but the controller did not charge and it was completely blank on friday. During call patient removed the battery pack and plugged the controller into the ac power supply, patient verified the controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller and a/c power cord. Additional information was received. Patient (pt) called back reporting that they did not receive the replacement controller; patient stated that they only received the ac power supply cord. Patient noted that they haven't had their controller all weekend and they are starting to get sore. Agent sent an email to repair to request a controller. Agent made an outbound call to the patient to request more information on the controller. Agent left a voicemail and requested that patient call back with information. Agent closed the case. Pt called back stating they had gotten two new controllers and a device for their pump that quit working (see rtg0569204) but they never got the ac power supply cord and was in pain. Pt agent closed case.